Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was repaired and the power plug was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system shut down without command. There are no reports of patient or death associated with this event.